Manufacturer narrative:
H3, h6: a 46mm bhr head (part 74121146, batch 094312 019) was returned for evaluation. It was reported that right hip revision surgery was performed due to the patient developing a pseudotumor on her hip. A review of the historical complaints data for the head and cup concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and cup. This will continue to be monitored via routine trending, however it should be noted that the parts are no longer sold. The production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. Visual inspection was carried out on the returned bhr head. A wear patch and scratches were observed on the bearing surface of the head. Wear analysis was performed to review linear wear on the bearing surface of the bhr head. The wear images identified a wear patch on the bearing surface for the bhr head. Maximum linear wear for the bhr head was 20.4¿m. Volumetric wear was 7.6mm³. Based on historic wear data, after 11.5 years in vivo, the measured linear wear on the bearing surface of the head is in line with the expected head wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The available medical documents were reviewed. The provided (B)(6) 2022 x-ray report noted, ¿no acute fracture or dislocation. Lucency along the superolateral aspect of the acetabular prosthesis, which may represent early hardware loosening.¿ corresponding x-ray images from (B)(6) 2022 were reviewed and confirm the implant but do not contribute to the root cause. The CT report of the right hip (B)(6) 2022 noted, ¿right hip arthroplasty. Minimal lucency around the acetabular component.¿ MRI report 12/30/2022 noted, ¿posterior right hip complex fluid collection (pseudotumor) measuring up to 6.1 cm.¿ the patient had a revision 05/16/2023. The revision operative findings were, ¿a moderate size pseudotumor that was excised mostly. There was some that was intermittent to the sciatic nerve, so we left that alone, but we were able to excise the majority of it. We evacuated a large amount of pseudotumor like fluid upon entry into the hip. The socket was in good position and showed no evidence of wear or scratching or degradation. The socket was well fixed.¿ the implant retrieval analysis report noted that the wear on the femoral head is in line with the expected wear, therefore this information did not aid in determining a clinical root cause of the reported event. With the information provided the clinical root cause of the reported pain and pseudotumor cannot be confirmed. It cannot be concluded that the pain and pseudotumor were associated with a mal performance of the implant or an implant failure. The patient impact beyond the pain, revision and post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: additional information in event description and in section h6 (health effect - impact code).

Event description:
It was reported that, after a bhr right hip resurfacing was performed on (B)(6) 2011 due to osteoarthritis, the patient developed a pseudotumor on her hip. The current state of health of the patient is unknown. A revision surgery was scheduled for (B)(6) 2023 to address the issue.

Manufacturer narrative:
H10: additional information in h7 and h9. Other related recalls: z-2746-2015 and z-2747-2015. H3, h6. It was reported that, after a bhr right hip resurfacing was performed due to osteoarthritis, the patient developed a pseudotumor on her hip. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be evaluated. A review of the historical complaints data for the head and cup concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and cup. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further action is required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The provided implantation operative report was reviewed but does not provide insight into a clinical root cause of the reported event. The patient impact beyond the reported event cannot be determined at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr right hip resurfacing was performed on (B)(6) 2011 due to osteoarthritis. On (B)(6) 2022, the patient was diagnosed with posterior right hip complex fluid collection (pseudotumor). A revision surgery was performed on (B)(6) 2023 to address the issue. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a hip surgery was performed, the patient developed a pseudo tumor on her hip. The current state of health of the patient is unknown. No medical intervention has been reported at this time.

Manufacturer narrative:
H3, h6: it was reported that, after a bhr right hip resurfacing was performed due to osteoarthritis, the patient developed a pseudotumor on her hip. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be evaluated. A review of the historical complaints data for the head and cup concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and cup. This will continue to be monitored, however it should be noted that the devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further action is required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The provided implantation operative report was reviewed but does not provide insight into a clinical root cause of the reported event. The patient impact beyond the reported event cannot be determined at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr right hip resurfacing was performed on (B)(6) 2011 due to osteoarthritis, the patient developed a pseudotumor on her hip. The current state of health of the patient is unknown. No medical intervention has been reported at this time.

Manufacturer narrative:
H10: additional information in d4 (expiration date).